Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that four additional complaints were received from this production order and those complaints met the criteria for no further investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had broken haptic. The intraocular lens (iol) was inspected and then injected into the posterior capsular bag of patient's right eye. As the lens unfolded, it was noted that the haptic was broken. Additional endocoat was injected into the anterior chamber and healon was injected behind the lens implant. The lens was dialed out from the bag. The capsular bag was intact. Another same model and power iol was injected into the bag. Mst forceps and scissors were used to hold and cut the defective lens from the anterior chamber. The lens and a broken haptic were removed through the main incision. Single interrupted 10-0 nylon suture was placed through the main incision. There was a mild subincisional bleeding. Minimal amount of endocoat was used to tamponade it. The wound was gently hydrated and was found to be well-sealed with no leakage as checked with a weck cel and by a drop of betadine 5% over incisions which was then washed out with normal saline. The eye was of a normal physiologic tension. The eye speculum was removed and a drop of vigamox, ketorolac, tetracaine and pred forte placed into the operative eye followed by the shield. The patient tolerated procedure well. No further information was available.